Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken solder joint of power connector on the interface board. Unable to verify the alarm due to the blank display. However, the device had a loose drive support disk.